Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump continuous glucose monitor history was missing. Customer's blood glucose was 200-300 mg/dl. Customer continued to use pump for insulin therapy. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.